Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Customer refused replacement products and declines to send back meter and strips for investigation. Most likely underlying root cause: mlc-58 -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests result obtained of 58 mg/dl non-fasting. The customer's expected non-fasting blood glucose test result range is 130 - 160 mg/dl. Customer adjusted meter's position from angle position while testing to a vertical position and did not previously use the lancet device. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 55 mg/dl and 65 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1 : 58mg/dl, date: (B)(6) 2019, time: 02:23pm, not fasting.